Event description:
Information was received from a patient regarding an external device. It was reported that they couldn't get their equipment to work properly, was charged up and they couldn't control it to turn it on or off. The issue began 2 or 3 weeks ago. Agent attempted to clarify reason for call and all patient mentioned was that right now it was off and they felt the pain once it was off. During the call agent had patient unlock the controller and they got no device found. Patient denied damages on the recharger and couldn't find the recharger port. Patient plugged the recharger and got 0/0/0 whether the recharger was over the implant or away from the implant. Patient mentioned the relay box was getting really warm or close to hot. Patient also mentioned the recharger paddle was getting hot as well when placing the paddle over their implant. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.